Manufacturer narrative:
Product was received for evaluation: review of the history device records for the valve, product code 82-8814pl, with lot 3996742, showed an nr-report when released to stock on the 12th september 2019, the nr report issue had no link to this complaint. Failure analysis - the valve was visually inspected; a small hole/tear in the silicone housing was over the proximal connector was noted. The valve passed the tests for programming, occlusion, siphon guard, reflux and pressure. The valve was leak tested: leaked from the small hole/tear in the silicone housing over the proximal connector. No root cause could be determined as the technician did not find any functional problem with the valve at the time of investigation. The root cause for the small hole/tear in the silicone housing over the proximal connector, could be due to a sharp/pointed object coming into contact with the silicone housing. As noted in the instructions for use (IFU) silicone has a low cut/tear resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the shunt was faulty: the certas plus shunt was placed on (B)(6) 2019 and programmed to 2. Subsequent imaging showed that the ventricles were still enlarged, and the setting was changed to 1 with no improvement. Patient was taken back to the operating room on (B)(6) 2019, finding both catheters with a good flow. When the shunt was placed it seemed to just drip. The surgeon concluded that the shunt was faulty and placed a fixed pressure valve from another manufacturer.